Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a breach of aseptic technique and peritonitis coincident dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was discharged from the hospital but their recovery status was unknown. Follow-up was performed with the patient's registered nurse on (B)(6) 2013. The nurse stated the patient's peritonitis was due to "non-compliance", clarified as non-compliant with peritoneal dialysis (pd) therapy, including training, set-up procedures, coming into the clinic, keeping appointments, and following prescription. Re-training was arranged but the patient never showed up for the appointment. The patient had never recovered from the peritonitis, causing several ER visits on unknown dates. The patient was reportedly re-admitted to an out of state hospital on (B)(6) 2013 for the unresolved peritonitis. The patient was still hospitalized at the time of this report and the peritonitis was ongoing. The nurse had no additional details related to the hospitalization. On (B)(6) 2013, product surveillance contacted the nurse manager, who stated patient's peritonitis was due to a breach in aseptic technique. The patient was hospitalized on (B)(6) 2012 for peritonitis and was scheduled to be on (unknown) antibiotics intraperitoneally (ip) for 3 weeks but as of last week, nobody had seen nor heard from the patient. The last update the nurse manager received was that the patient was attempting to move back to (B)(6), from (B)(6), but the (B)(6) clinic that the patient used to be associated with would not accept the patient back due to non-compliance with pd therapy.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If relevant additional information becomes available, a follow up report will be submitted.